Event description:
The customer reported that when the pt was switched from a companion 2 driver to the freedom driver, the freedom driver display screen was blank for about 5 minutes. There was no reported adverse pt impact. The pt was subsequently switched to the backup freedom driver. This alleged failure mode poses a low risk to a pt because it would not prevent the freedom driver from performing its life-sustaining functions. Although the freedom driver exhibited a blank display screen, the driver continued to function as intended. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.